Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 420 mg/dl due to an infection. The customer stated that they would like to treat their blood glucose with manual injections. The customer was warned that their insulin pump cannot detect how much insulin is in the patient's body if they give them self a shot. The customer was advised to call their health care provider about treatment. The customer did not return the product back for analysis.